Manufacturer narrative:
To resolve problem the ge service rep: checked all functions on the table, generator and workstation. Found problem: examined the ws electronics cabinet and found ps1p3 toa10j9 wiring harness had signs of excesive heat. Removed and replaced the ps1p3 toa10j9 wiring harness. Checked the ws 5v supply = 5.145v. Cleaned ws air filter. Checked the control panel processor 5v supply = 5.02 v. Reseated all ic's and connectors. Ordered a replacement control panel proc pcb. Removed and replaced the control panel processor pcb. Verified problem was resolved. Checked overall operation and verified the system performs as intended.

Event description:
The system displayed a remote control panel intermittently reboots the generator when utilizing the "tech lock" function. No pt injury was reported.